Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) with history of coronary stent underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice) catheter. Remainder of the procedure was aborted. Pericardiocentesis was performed to remove 1000 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization or patient¿s outcome. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The power was applied at 50 watts. The irrigation was set at 15ml/min. No error messages were observed on any biosense webster, inc. Equipment during the procedure. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.